Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the device found that the balloon material had ruptured at the proximal end of the balloon. No other portion of the device was found to be damaged or missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device found the balloon material to be ruptured. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additional information received indicated that it is unknown if lubrication and negative pressure were applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user " to facilitate passage through the endoscope, apply negative pressure to the catheter." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. A rupture or tear in the balloon material can also occur if the balloon comes in contact with a sharp object or burr in the endoscope accessory channel. Another possible contributing factor to a rupture in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage balloon esophageal. It was reported [that the] user was inflating the balloon from 19-20 [atm] and the balloon popped. Nothing detached in patient and the procedure was complete with another balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.